Event description:
Additional information was received which indicated that the out of range impedance measurement was for the shocking lead and it was reported as less than 20 ohms. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that during a recent change out of this implantable cardioverter defibrillator (ICD) by a non boston scientific sales representative, it was noted that the header was detached from the device upon explant. Additionally when the chronic leads were tested through the pacing system analyzer (psa) they exhibited less than 200 ohms impedances.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.